Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: arthroscopic field was blurred probable root cause: incorrectly assembled optical train damage to optical train end of life wear-out shipping damage use error the device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was blurry image during procedure.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.